Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that, "on february 4, there was another incident with the safetystep pac needle 19 mm. The child was at home and received the antibody qarziba via pac. The tube broke at the same place as already known." Additional information received 02/06/2024: "the patient had to replace the port, but there were no other problems. Danger: air embolism / major blood loss / hazardous drugs (e.g. Cytostatics) could leak out and contaminate the environment/people."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of torn extension tubing was confirmed. The product returned for evaluation was six (5 sealed and 1 used) 22g safestep infusion sets without y-site. The returned product sample was evaluated and a tear in the extension tubing was observed in unit 01. No damage was identified in the sealed units. The following observations were made: a tear in the extension tube was seen at the interface of the proximal luer adapter. The fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event. H3 other text : evaluation findings are in section h11.

Event description:
It was reported that, "on february 4, there was another incident with the safetystep pac needle 19 mm. The child was at home and received the antibody qarziba via pac. The tube broke at the same place as already known." Additional information received 02/06/2024: "the patient had to replace the port, but there were no other problems. Danger: air embolism / major blood loss / hazardous drugs (e.g. Cytostatics) could leak out and contaminate the environment/people."

Event description:
It was reported that, "on (B)(6), there was another incident with the safetystep pac needle 19 mm. The child was at home and received the antibody qarziba via pac. The tube broke at the same place as already known." Additional information received on 02/06/2024: "the patient had to replace the port, but there were no other problems. Danger: air embolism/major blood loss/hazardous drugs (e.g. Cytostatics) could leak out and contaminate the environment/people."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.